Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing, which included stress testing and troubleshoot testing without duplicating the customer's report. An internal inspection found some corrosion on the button board which may have contributed to the customer's report. The button board was replaced as a pre-caution. The device was recertified and returned to the customer. No trend is associated with reports of this type.